Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate control solution test results of 81 and 93mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria for control solution and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.